Event description:
It was reported that this patient's right ventricular (rv) lead was suspected to be fractured. Chest x-rays were performed, and no evidence of twiddler's syndrome was noticed nor areas in the lead body that would have a fracture. Pacing impedance measurements were high out-of-range of over 3000 ohms and the patient suffered an inappropriate shock. Technical services (ts) reviewed the patient data and noticed normal rv impedances on the previous last measurement, with fluctuating shock impedance within range. In addition, ts found stored events with noise and possible non-sustained ventricular tachycardias that might have been caused due to oversensing. The anti-tachycardia pacing, and shock episodes reviewed showed noise with pacing inhibition of over 2 seconds with high out-of-range shock impedance of over 125 ohms, however, it appears to be intrinsic conduction coming through the noise. The reported noise has been noticed as well in the shock channel. Ts finally discussed that this patient's rv lead could potentially not be all the way into the header and recommended to perform troubleshooting. Tachy therapy was turned off due to these issues. Both this patient's cardiac resynchronization therapy defibrillator and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient right ventricular (rv) lead was suspected to be fractured. Chest x-rays were performed, and no evidence of twiddlers syndrome was noticed nor areas in the lead body that would have a fracture. Pacing impedance measurements were high out-of-range of over 3000 ohms and the patient suffered an inappropriate shock. Technical services (ts) reviewed the patient data and noticed normal rv impedances on the previous last measurement, with fluctuating shock impedance within range. In addition, ts found stored events with noise and possible non-sustained ventricular tachycardias that might have been caused due to oversensing. The anti-tachycardia pacing, and shock episodes reviewed showed noise with pacing inhibition of over 2 seconds with high out-of-range shock impedance of over 125 ohms, however, it appears to be intrinsic conduction coming through the noise. The reported noise has been noticed as well in the shock channel. Ts finally discussed that this patient rv lead could potentially not be all the way into the header and recommended to perform troubleshooting. Tachy therapy was turned off due to these issues. Both this patient cardiac resynchronization therapy defibrillator and rv lead remain in service and no adverse patient effects were reported. Additional information indicates that during a retrospective review of device data, it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported.